Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler with cycler set and the patient¿s peritonitis. However, there is no objective evidence that a liberty select cycler with cycler set malfunction or product deficiency was associated with this event. Based on the available information, the cause of the peritonitis cannot be determined. However, peritonitis is a well-known potential complication in pd patients which can be a result of many potential etiologies.

Event description:
It was reported that a peritoneal dialysis (pd) patient had an infection and the patient was placed on medication for two weeks. It was reported the patient was experiencing drain issues. Upon further follow-up, the patient¿s pd nurse reported the patient was experiencing abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2019, the patient was seen in the outpatient pd clinic and a pd culture was obtained which yielded an elevated white blood cell (wbc) of 3840 and no organism growth. The nurse indicated the patient was treated with vancomycin 1500 mg and gentamycin 50 mcg intra-peritoneal (ip) on an outpatient basis and is recovering from the peritonitis event. However, the nurse stated the patient also had some fibrin (in the pd catheter) from the peritonitis infection which was causing some drain complications. Reportedly, the patient¿s pd catheter (not a fresenius product) was treated with cathflo and the patient reportedly continues pd therapy without further reported issues. The pd nurse reported the peritonitis event was not related to any fluid leaks or issues with fresenius device/product. The nurse stated the patient denied a breach in aseptic technique and therefore, the nurse was unable to identify the cause of the peritonitis infection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.